Event description:
New information received stated that the patient presented in clinic on (B)(6) 2019 and programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing of r waves and caused inappropriate pause and brady episodes. Programming changes were discussed. No intervention was reported. The patient was stable.